Event description:
A field service engineer at the customer site has reported a broken weld in the detector fork arm.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).